Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead unipolar impedance was higher than the bipolar impedance. It was also noted that the rv lead was unable to capture bipolar. The rv lead was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.